Event description:
It was reported that the infusion pump was programmed to infuse 100ml meropenem over 30 minutes. Only 30ml was infused at the end of the programmed period.

Manufacturer narrative:
(B)(4). The pump was not returned to sigma for eval. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.